Manufacturer narrative:
Concomitant medical products: 429888 lead and dtmb1q1 crt-d, implanted: (B)(6) 2017.

Event description:
It was reported that the right atrial (ra) lead became dislodged and was exhibiting no capture and diminished sensing. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.